Manufacturer narrative:
Two devices were returned and evaluations are complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted that the junction of the membrane and injection site was incorrectly assembled for both samples. Functional test was performed on the second device with no issues noted. The reported condition was verified. The cause is attributed to human error during the assembly process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) empty intravia containers had leaking injection ports prior to production. There was no patient involvement. No additional information is available.